Event description:
It was reported that patient experienced persistent ventricular arrhythmia on (B)(6) 2020. The causal relationship with device was considered low.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4) through this evaluation. The account reported that a relationship between the device and the arrhythmia is unlikely, however, it cannot be ruled out. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. B, is currently available. "Introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 (catalog number, lot number, primary unique device identification (UDI) number): correction. No further information was provided. The manufacturer is closing the file on this event.